Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappears.